Event description:
The customer reported to olympus that during reprocessing of the evis exera ii ultrasound gastrovideoscope, leaking at the distal end was noticed. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between the acoustic lens and ultrasound probe, acoustic lens chipped and damaged, and missing piece / chip / parts fell on probe unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever knob, right/left knob could not be locked securely, due to damage on k-pipe, water tightness lost, adhesive on angle rubber cracked, acoustic lens chipped, and gap between acoustic lens and ultrasound probe. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed acoustic lens chip and the gap between the acoustic lens and the ultrasonic probe could not be determined, however, the issues were likely the result of physical stress (physical load) caused by dropping or hitting a hard surface/object. The event may be prevented by following the instructions for use which state: ¿warning¿ ¿never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result¿. Olympus will continue to monitor field performance for this device.